Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the anterior malar area using the packaged needle. The syringe cracked while injecting the product to the patient. Injection was suspended and a new syringe was used to complete the injection. There were no injuries.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of crack: 5. Precautions ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the anterior malar area using the packaged needle. The syringe cracked while injecting the product to the patient. Injection was suspended and a new syringe was used to complete the injection. There were no injuries.